Event description:
The caller contacted baxter's technical service center regarding low drain volume alarm, which occurred on the homechoice (hc), during initial drain. The drain volume (dv) equaled 1379ml, initial drain volume (idv) equaled 1400ml, last filled volume (lfv) equaled 200ml, and dextrose equaled different. The technical service representative (tsr) had the care giver (cg) close the transfer set, check the patient line. The cg stated there was a lot of fibrin, the cg stated the patient line extension was leaking during the first part of the initial drain and they changed the patient line extension in the middle of the drain. The tsr had the cg cycle the power, the dv equaled 1379ml. The tsr assisted the cg end therapy, instructed the cg to contact the peritoneal dialysis registered nurse (pdrn) about the fibrin, the fact they disconnected the patient line extension during therapy and did not use aseptic technique. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the cg on (B)(6) 2012. The cg stated the following: the cause was the luer seemed to not be all the way in the tubing like it normally was. The sample was discarded and the lot number was h11h11031. A companion sample was available and requested. There also was never a change of supplies during therapy the extension line was never swapped out, therapy was ended and new supplies were used again. There was no patient injury or medical intervention reported for the event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter contacted the customer on (B)(4) 2012. Per the customer, the sample was discarded , therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for a leak was not confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined.